Event description:
A customer reported to baxter (B)(4) of a blood administration set in which the staff noticed that there was a break in the line and that it was leaking while hartsman solution was run through. This condition occurred before usage. There was no report of any patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was available at the plant for an evaluation. Visual inspection revealed a small cut in tube - approximately 9.5cm below the chamber. The set was leak tested under water and a leak was revealed from the small cut in tube. The cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through CAPA.